Event description:
Physician was performing breast biopsy procedure. At the conclusion of the procedure, physician noted that probe tip was missing and likely in pt. Pt was transferred to or and tip was removed. Pt is doing fine.

Manufacturer narrative:
Visual inspection confirmed the report that the tip had separated from the probe. Examination of the returned probe showed evidence that the tip had originally been crimped into place. In addition, there is evidence that the internal limit stops were broken. Repeated use of the single use probe often results in internal limit stop failure. The internal limit stop is used during probe calibration, but also prevents the cutter from contacting the tip. Once broken, on subsequent re-uses, the force of the cutter directly impacts the inside of the tip, which in this case likely resulted in the tip separating. The biopsy probe in question was mfg in 2008. In 2008 a design improvement was implemented to strengthen the internal limit stop so that it would not break, even after multiple re-uses of the single use probe. We have not received any other reports of tips separating from lot m08040702.